Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments proximal clevis was dislodged. The clevis was dislodged from the main tube at the distal end. As a result, the intuitive motion was affected. Failure analysis investigation also found the main tube was broken at the distal end. This caused the proximal clevis to be dislodged. Failure analysis investigation also found missing material at the location where the main tube was broken. Failure analysis concluded that the dislodged damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken main tube and/or dislodged proximal clevis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that tip of the fundus grasper instrument was partially disconnected. There was no report of any fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.